Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent excision of exposed vaginal mesh on (B)(6) 2009, due to distal end of mesh protruding at posterior hymenal area. It was reported that the patient underwent excision of protruded mesh on (B)(6) 2009, due to a small amount of mesh protruding. It was reported that the patient underwent vaginal mesh revision and removal on (B)(6) 2011, due to vaginal mesh exposure. It was reported that the patient underwent removal of vaginal structure/scarring, injection of local anesthetic agents and steroids agent into the proximal anterior mesh graft insertion site on (B)(6) 2013, due to vaginal pain, vaginal stricture/scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent posterior repair, vaginal colpopexy, sacrospinous ligament fixation, and repair of enterocele-vaginal approach due to symptomatic pelvic floor prolapse.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.